Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie had not existed during recover the storage space. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the phantom cubie generated ghost errors. A technical support specialist followed knowledge articles. During the investigation, it was found that there was no d0 cubie pocket present on the station to recover. Since d0 did not exist as a valid pocket and could not hold medications, it could not be recovered. The issue was identified as database inconsistency rather than a hardware failure, and the d0 entry needed to be deleted from the database. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie had not existed during recover the storage space. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.